Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose. Customer's blood glucose level was 50 mg/dl. Customer advised they were concerned because they received a micro bolus even though their blood glucose levels were low. Customer treated their low via carb intake. Customer¿s current blood glucose level was 80 mg/dl. Customer declined to troubleshoot for low blood glucose levels.